Event description:
The customer reported that the system had a communication error and locked up. No patient injury was reported.

Manufacturer narrative:
A ge service reported issue could not be duplicated. The boards were reseated and the cpu was reset during the service call. The system was tested and found to be working as intended and put back into service.